Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported system self-check error has been completed. Failure mode was reproduced. Upon visual inspection, the power battery manager (pbm) super cap shows signs of leaking causing a damaged communication line. The cause of the syscall error was contamination from the pbm cap's corrosion. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported that when the automated impella controller (aic) was powered on, it displayed a blue screen with a message stating ¿system self check failed, change console immediately.¿ a backup aic was used for the upcoming case, and no patient harm was reported.